Manufacturer narrative:
Product event summary: analysis found that the device passed functional and long-term pace testing, there was no disruption in expected performance. It was noted that the flextape user interface interconnect assembly was bent/curved. As a result a new interconnect assembly was placed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was defective. No further information was available. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.